Event description:
It was reported that during a lap gastric bypass procedure, the device fired a malformed staple line. The customer cut that portion out and sutured over it and completed the case with no pt consequence.